Manufacturer narrative:
The device reported in this investigation did not contribute to the event. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. A review of the complaint databases could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient was revised on a right hip due to possible dislocation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 54 mm cup. Additional information has been requested and if received will be submitted in a follow up device not returned to manufacturer.

Event description:
It was reported that patient was revised on a right hip due to possible dislocation.